Manufacturer narrative:
From the review of the manufacturing lot history record, there is no indication that the break occurred due to a manufacturing defect, and it confirms the lot was built to specification. There is no way to confirm every step taken that could have led the guidewire to break, but from the information collected in this investigation from the sales representative and the investigation itself, the guidewire broke due to over-torquing the device. This complaint was confirmed, and because force was applied to the guidewire to cause it to fail this complaint is deemed to be use related.

Event description:
On (B)(6) 2022, scientia vascular personnel was notified that on (B)(6) 2022, an a14-200-002 (ln:502529) guidewire broke during a neurovascular case performed at advocate (B)(6) the patient had tortuous anatomy and a headway duo catheter was used in the procedure. The guidewire was being used in an aneurysm case, the vasculature was very tortuous, and the doctor used a headway duo 156 microcatheter (156cm length and 0.165" ID) the doctor was unable to get the guidewire up to the aneurysm and while advancing the guidewire, the guidewire was not responding, and the doctor determined that a portion of the guidewire had broken and separated. A snare was used to retrieve the broken piece of the wire with no issues and with minimum delay in the procedure, and there were no injuries to the patient due to this break of the guidewire. The doctor was able to use another guidewire, and the procedure went successful, and the patient is well.